Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow. Noise was noted on the atrial lead causing inappropriate mode switching. The device was reprogrammed. The patient would continue to be monitored.